Event description:
The manufacturer received information alleging a ventilator's lcd screen was not viewable and was failing during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's lcd screen, ac inlet connector and active exhalation control module were replaced to address the issues.